Event description:
It was reported that during use the consumer is unable to deliver medication as needle is occluded with a bd pen needle 31x5. This occurred with 9 needles. The following information was provided by the initial reporter: patient's wife returns box with 9 unused pn to pharmacy as patient several times has experienced problems with occluded needle with the pn from this particular box. Patient uses every needle twice as he divides a large dose into 2 injections but the occlusion occurs at first injection so not a question of reuse issue. With a couple of needles part of the dose has been able to inject before occlusion.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/15/2020. H.6. Investigation: nine sealed 31g x 5mm pen needle samples were returned from lot. No.9232995, cat. No.320212. A clog test was carried out on all nine samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the consumer is unable to deliver medication as needle is occluded with a bd pen needle 31x5. This occurred with 9 needles. The following information was provided by the initial reporter: patient's wife returns box with 9 unused pn to pharmacy as patient several times has experienced problems with occluded needle with the pn from this particular box. Patient uses every needle twice as he divides a large dose into 2 injections but the occlusion occurs at first injection so not a question of reuse issue. With a couple of needles part of the dose has been able to inject before occlusion.